Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 20jan2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing this event.

Event description:
The cause of death was not provided. The patient had covid-19 leading up to death. The death was not considered to be device-related. The device operated as expected.

Event description:
It was reported that the patient expired on (B)(6) 2021. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case.